Event description:
It was reported that the patient experienced recurring incontinence. The artificial urinary sphincter (aus) cuff would not inflate and the pump was collapsed. The two cuffs were removed and replaced. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.